Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain as well as failed back surgery syndrome. Patient reported they were in too much pain and could not charge for at least 6 weeks. A physician mode reset (pmr) was performed and was unsuccessful. Patient reported they tried 2 more times and their battery did not respond. Manufacturer representative reported they know of 1 other overdischarge but given patient¿s compliance history, it is possible that this had happened more than twice. It was reported that they physician planned to replace it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.